Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2011 with the following findings: a review of the black box verified a total of three power interruptions on (B)(6) 2011. The battery cap tightened to resistance and the pump was exercised for 48 hours without power issues. The pump cover was removed and no defects were found to the power circuit. Unrelated to the complaint, the display lens film was found to be scratched.

Event description:
Patient reports that yesterday the pump rebooted and patient's pump was on the verify screen. This morning patient woke and the pump reportedly had no power. Patient reports that pump battery was recently replaced with a new battery; battery cap was replaced a few months ago and is intact and tight. Patient confirms that there are no visible cracks to battery compartment and threads are intact; the pump is not exposed to water. Patient states there is no replace battery alarm or unconfirmed alarms in pump history. This report is made based on the allegation that the pump lost power without alarm or user intervention.